Manufacturer narrative:
(B)(4). Additional information: this report is for a system error 2240 during the dwell stage, where the user indicated the patient line was not properly primed before connecting. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It instructs the user to verify that the patient line is properly primed. Also, it provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during the initial drain while the hp was connected. The hp stated that the patient line was not primed all the way before starting the therapy. The technical service representative (tsr) explained that the patient line must be primed before the hp connects to the hc for the therapy. The tsr advised the hp to start the therapy over using all new supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, a follow-up will be submitted.